Event description:
It was reported that undersensing was observed during defibrillation threshold testing. High voltage therapy was delivered and a "return to sinus" was properly detected despite the undersensing. No patient symptoms were reported. Programming changes were made.